Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up report wil be sent. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient support for stitching is used to position standing patients during a stitching examination. The customer complained the hinges for the insertion plate on the stitching trolley were loose. During the examination the patient is standing on the insertion plate. Nobody was injured. The defective hinges were replaced. The system works again as specified.

Event description:
Philips received a report from a customer that the hinges for the insertion plate on the stitching trolley were loose. During the examination the pt is standing on the insertion plate. The pt stitching support is used to position standing pts during a stitching examination. There were no reported injuries concerning this issue.